Manufacturer narrative:
02/17/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a intestine resection procedure. Reportedly, the suture disengaged from the jaws of the instrument prior to application.